Event description:
The patient's meter would not power on and it was in the past set to the incorrect unit of measurement. A couple of months ago, the patient began obtaining lower than normal results due to the meter results being set in mmol/l (vs. Mg/dl). An appointment was made with the physician and the patient's blood glucose was tested. The patient's insulin was increased; no other treatment was reported. The reporter was unable to remember any of the results from the patient's meter and the physician's meter. The power issue was not resolved. The battery was in good condition, installed correctly and less than 1 year old. The battery contacts were in good condition. The reporter was unable to state if the patient changed that unit of measurement. Based on the information provided, there is evidence of a meter malfunction (the power issue was not resolved), however, there is no evidence of the meter contributing to a serious injury (there are no results available regarding the event that occurred two months ago). A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evalution, but has not yet received it.